Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an afx intuitrak device to treat an aneurysm. Recently the patient was presented with a small common iliac aneurysm distal to the limb on the existing main body. The physician is considering options which include using a flared limb past the 25mm segment or coiling the internal and building to the external with an iliac extension. As of the date of this report there have been no additional patient sequelae reported and no secondary procedure has been planned. The patient status is unknown and no additional information was provided.

Event description:
The patient was initially implanted with a bifurcated stent graft (main body) and an infrarenal stent graft extension (cuff) to treat an abdominal aortic aneurysm (aaa). Approximately seven (7) years post initial procedure, a type 1a endoleak of the cuff and a type 1b endoleak of the main body was discovered. A secondary procedure was completed. The physician elected to implanted two (2) ovation limb graft extension, a suprarenal limb graft extension and a non- endologix stent (gore) to resolve the reported events. As of the date of this report, there have been no additional patient sequelae reported. A separate MDR will be filed for type 1a endoleak of the infrarenal stent graft extension (cuff).

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a 1a endoleak of the infrarenal stent graft extension (cuff) and a 1b endoleak of the bifurcated stent graft (main body). Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined. No additional investigation of this reported event is planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. A separate MDR will be filed for type 1a endoleak of the infrarenal stent graft extension (cuff).